Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver normal saline. The secondary tubing set was being used for piggyback delivery of an unspecified medication and was connected to an unspecified primary tubing set. After an unspecified length of time in use, the customer contact reported the secondary solution would not flow. It was reported that the anesthesiologist either manipulated the tubing set or replaced the tubing set and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospital personnel.